Event description:
Information received via complaint form is indicated as follows: "flexiseal control leaking at control device, had device in patient but could not inflate - water leaking out."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that this event occurred at (B)(6) hospital,(B)(6). Lastly, it is reported that the malfunctioned unit has been replaced. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.